Manufacturer narrative:
The manufacturer previously reported information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop chronic kidney failure. There is no report of the medical intervention that the patient has received at this time. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. New information was provided to section d4.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop chronic kidney failure. There is no report of the medical intervention that the patient has received at this time. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer was previously received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop chronic kidney failure. There is no report of the medical intervention that the patient has received at this time. The patient reported using an ozone based disinfection device. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of gray dust and unknown contamination with many gray hairs and a hair at the iso port output, light gray unknown stains in the bottom of the enclosure, white, gray and black contamination at the air input under the filter which is not consistent with sound abatement foam degradation, black contamination at the air outlet of the blower box which is consistent with keratin, light white spots in the bottom of the blower box and the bottom of the blower motor, indicating potential water ingress, and evidence of moist spots on the sound abatement foam were observed. The manufacturer found evidence of sound abatement foam degradation. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of multiple unknown brown and black contaminants and dark-colored hair strands inside of humidifier box, potential black water stains on the bottom of the back panel and on the bottom of the humidifier enclosure, slight heat mark on the heater plate and a large heat mark on the pan on the bottom of the water tank. The device's event logs were downloaded and reviewed. The manufacturer found 6 errors logged. The manufacturer concludes there was evidence of black contamination at the air outlet of the blower box which is consistent with keratin, gray dust and contamination with many gray hairs and a hair at the iso port output, light gray unknown stains in the bottom of the enclosure, white, gray and black contamination at the air input under the filter which is not consistent with sound abatement foam degradation, light white spots in the bottom of the blower box and the bottom of the blower motor, indicating potential water ingress, evidence of moist spots on the sound abatement foam, multiple brown and black contaminants and dark-colored hair strands inside of humidifier box, potential black water stains on the bottom of the back panel and on the bottom of the humidifier enclosure, slight heat mark on the heater plate and a large heat mark on the pan on the bottom of the water tank. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section d9, d10, g3 and h6 has been updated in this report.